Event description:
Discordant, falsely elevated direct bilirubin (dbil) and aspartate aminotransferase (ast) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). A new draw was obtained from the patient and tested twice for ast on the same instrument, resulting lower than the previous repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated dbil and ast results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced reagent probe 2 (r2), reagent probe 3 (r3) and r2 and r3 drains. The cse cleaned the windows, and aligned all probes. The cse ran a system check and quality controls. The cause of the discordant, falsely elevated dbil and ast results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.